Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had repeated drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was failed repeatedly. A field service engineer (fse) checked the station and found that one cubie had failed and there was no foil in the drawer, the cables were in good condition, and the retractor band was intact. The fse initially replaced the drawer controller and module controller boards, but the issue persisted. The fse attempted to replace drawer modules 4.1 and 4.2 but received a damaged/used drawer, which was returned via the hospital shipping dock with a fedex label. The fse ordered for new drawer because of a failure in the half-height rail of drawer number four. A half-height drawer was delivered to the customer site. The field service engineer (fse) replaced the drawer. The replacement drawer had an electrical issue and was not detected during configuration, despite the led indicators functioning correctly. The fse discovered physical damage on the module controller and attempted multiple component swaps, including the controller boards and retractor bands. The fse then replaced the module controller and the retractor bands. Due to limited space in the medication room, the unit was unplugged and moved. After replacing parts from a working drawer, the new drawer was successfully tested and accepted by the customer. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had repeated drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.